Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming and histories in the pump were accurate, in addition a lead screw test was completed and passed. Instructed customer to call back to perform the high-pressure test when clamp arrives.